Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump received an alarm which was generated when a power system error was detected and this error does not prevent the insulin pump from running. . The customer's blood glucose level was 359 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.